Manufacturer narrative:
H3: no product was received, but several photos were attached to the complaint. In the photos it can be seen the device is inside plastic bags, and medication is outside the device. According to the videos received, the leakage was confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. However, without the return of the device, an exact cause of leakage cannot be determined. The service history review had no indication that the complaint was related to a service of the device within the review. H10: additional related report number "3012307300-2025-04072"

Event description:
It was reported that several devices were leaking. There was unknown patient involvement. No patient harm/adverse event was reported.